Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Facility nurse reported that at the beginning of a routine hemodialysis treatment, a blood leak alarm occurred and blood was observed in the effluent. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. The pt's routine epogen dose was increased.

Manufacturer narrative:
Inspection of the returned filter confirmed that a small leak occurred in the polyurethane header, likely a result of mechanical stress being applied to the filter (ie: impact). Each filter is leak tested multiple times during the filter and cartridge manufacturing processes. There have been no similar reports from this filter lot. This appears to be a random isolated event. The cycler alarmed appropriately to alert the operator of the blood leak. Nxstage will continue to monitor as part of the routine complaint process.